Manufacturer narrative:
Product was returned and analyzed. Analysis of the product showed no damages to the buckle and the unit functioned as designed. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assess, documented and acted upon as warranted. Manufacturer reference file #(B)(4).

Event description:
Supplemental report needed for additional information.

Manufacturer narrative:
Product had been received, however, evaluation of the unit had not completed at the time of this report. Therefore, this report is based solely on the information provided by the customer. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assess, documented and acted upon as warranted. Manufacturer file # (B)(4).

Event description:
It was reported a patient was able to self release the 3 point release buckle by applying pressure to the side clip with her finger and release the restraint. The date the issue was discovered is unknown and no patient incident or injury was reported.